Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that an image flickered due to a faulty printed circuit (dp) board. It was recommended to replace the dp board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend observed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to a faulty printed circuit board. In addition, rear panel and power supply unit was damaged during transit due to insufficient protection and rough handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii video system center had a flickering image when the digital visual interface out was used. The event occurred during preparation for use. There was no patient involvement with this event.